Event description:
It was reported that an ilet pump screen became unresponsive, with a pre-existing small chip on the corner of the display, and the device functionality was determined to be compromised and no longer water resistant, leading to replacement and instructions for data sync and shutdown. Investigation included review of customer statements and troubleshooting guidance. Further investigation of this case revealed a device mechanical or display failure consistent with screen unresponsiveness and cosmetic damage not newly incurred. There was no user reported adverse clinical effects and no alerts or alarms. Outcomes included the need for backup therapy due to uncertainty in device functionality and replacement of the affected unit. It was concluded that the device experienced a malfunction affecting usability, with no patient injury reported.